Event description:
The customer reported the carm lift won't go down. No pt or staff were injured due to this issue.

Manufacturer narrative:
The ge service rep replaced the power supply. The system operates as intended.